Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The graftmaster device is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a chronic occlusion in the mid right coronary artery (rca). Atherectomy was performed using a non-abbott device followed by placement of four overlapping xience sierra stents (2.75x33, 2.75x15, 3.0x38 and 3.5x33mm). All were inflated to 18 atmospheres for 20 seconds. An edge dissection was noted and a 3.5x26mm graftmaster was attempted to treat the dissection; however, failed to cross due to anatomy. The dissection was treated with balloon angioplasty. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.